Manufacturer narrative:
Additional information: one unpackaged ar-1588rt-2j tightrope®, batch 15424074, was received for investigation. Visual inspection of the returned device noted that the sutures were torn. Functional testing was not performed due to the damaged component. The most likely cause of the reported failure is user error, attributed to excessive force during suture passing, tightening, or tensioning. Dfu-0147-eo revision 4; g. Precautions: ¿acl/pcl/btb/rt/abs/cl/cls/pf/pfc tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair the ability to fully seat the implant.¿ the complaint allegation is confirmed. Refer to the investigation photos.

Event description:
It was reported during the anterior cruciate ligament surgery that the tightrope suture broke during tensioning. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.